Manufacturer narrative:
H10: the device for this event has been returned to the manufacturer for evaluation. The investigation is confirmed for the reported balloon rupture, as a compound rupture was found on the balloon. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model cq7584 dilatation catheter experienced a material rupture. This report is received from a single source. The event involved a patient with no reported injury. The patient involved was a 61 year old female weighing 59 kgs.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model cq7584 dilatation catheter experienced a material rupture. This report is received from a single source. The event involved a patient with no reported injury. The patient involved was a (B)(6) year old female weighing (B)(6) kgs.